Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the cutter failed the test cut. The collars and gear were replaced; however, the repair was not completed because cutters cannot be fully repaired without replacement. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023 -00249.

Event description:
It was reported that the cutter failed the test cut with an incomplete cut. The event timing was when the device on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.